Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with test results from results obtained of hi. The customer¿s expected fasting blood glucose test result is 120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 02/21/2022 and open vial date is three weeks prior to call. The meter memory was reviewed for previous test result history (customer unable to disclose the time in which the results were taken from the memory of the meter): result 1: hi mg/dl date: n/a time: n/a fasting result 2: 533 mg/dl date: (B)(6) 2022 time: n/a fasting. Result 3: 411 mg/dl date: (B)(6) 2022 time: n/a fasting. Result 4: 284 mg/dl date: (B)(6) 2022 time: n/a fasting. Result 5: 335 mg/dl date: (B)(6) 2022 time: n/a fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned. Reported defect not reproduced on returned meter. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: customer contacted manufacturer on 03-feb-2022 - customer stated the replacement products had been received and that they resolved the initial concern.

Manufacturer narrative:
Sections with additional information as of 03-may-2022: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications.